Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided. E1: email address and last/given name unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
The customer reported that the patient was reoffered to the office for removal of the implant at tooth location #10 and extraction of multiple teeth. A radiolucency was noted on the patient's periapical radiograph indicating infection. It was decided that the implant would be removed at the time of other extractions.